Manufacturer narrative:
The device was received with button error alarm and had unresponsive bolus express and act buttons, due to corroded keypad traces. The rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement tests were not able to be performed due to unresponsive buttons. The device was received with minor scratched lcd window, stretched case and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 66mg/dl. Customer states receiving the button error alarm when they were trying to set their pump to a basal rate. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.